Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete electrode was returned. A thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection did reveal a crack in the polyurethane insulation distal to the sense b notch area of the electrode.

Event description:
It was reported that the patient received shock therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient reported feeling nauseous and dizzy prior to the shock. It was also noted the patient had started mexiletene and had a ventricular tachycardia (vt) ablation recently. Upon review of the episode t-wave oversensing was observed, however it was thought that the patient did have true vt and the therapy delivery was appropriate. Boston scientific technical services (ts) suggested turning the smart pass feature back on in the s-ICD. Five months later the electrode was returned from an unknown source and underwent analysis. During testing the post market quality assurance laboratory found a performance issue.